Event description:
Customer called to report that the aspirate tubing of the coulter hmx analyzer with autoloader was popping off at the blood sampling valve (bsv) connection and spraying blood and diluent. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found that the tubing diameter had stretched from sitting on the fitting overtime, causing it to become loose. The fse cut a piece of brown stripe pinch valve tubing as a collar to hold the loose tubing in place, which resolved the leak issue. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue. The root cause of the leak was due to the stretched out tubing in the aspiration pathway.

Manufacturer narrative:
The health (B)(4) report submitted in addition to this medical device report was filed as report (B)(4). (B)(4).